Event description:
It was reported that during a routine follow up, functional testing of the deep brain stimulation (dbs) device revealed high impedances on several contacts. The patient underwent a procedure where an external trial stimulator (ets) confirmed that the high impedances originated from the lead extensions. These extensions were subsequently replaced. Post-replacement testing confirmed resolution of the impedance issues. The physician attributed the lead extension failure to mechanical stress caused by a significant growth spurt in the patient. The patient did well post-operatively. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional pro codes, nhl, pjs. Blocks d4 and d6a: no further information has been obtained despite good faith efforts. Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: n/a, batch: n/a.